Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Method: (process evaluation): device history record review. Result: (operational problem): based on the results of the DHR review, the available information given within this complaint, product evaluation, and work order search, nothing in the manufacturing, sterilization, and packaging processes of the lens is likely to have contributed to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +18.00, silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found both haptics and optic torn. Lens was returned dry. There was evidence of surgical residue on product. Conclusions: (unable to confirm complaint): based on the complaint history, lens work order search and evaluation of the returned product, a specific root cause of the event could not be determined (B)(4).

Event description:
The reporter stated the surgeon implanted a aa4204vl +18.00 diopter silicone single piece lens in the patient's right eye. As the lens was being inserted into the patient's right eye. The lens came out of the cartridge really fast and tore the capsule. A vitrectomy was performed and the lens was removed. An aq-3 piece lens was implanted. Cause of this incident is unknown.